Manufacturer narrative:
A replacement pump was sent to the customer. The customer reported that she had developed mastitis while using her pump in style breast pump. In follow up with the customer on 09/21/2015, the customer reported that she had been diagnosed with mastitis by her physician on (B)(6) 2015, and was prescribed cephalexin to treat the mastitis. She also reported that she has since recovered fully from the mastitis. The original device was received by medela for product evaluation on 09/26/2015. See attached product evaluation for further details. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that she developed mastitis while using her pump in style advanced breast pump.